Event description:
The reporter, in a fasting state, performed a blood glucose test and got a reading of 130 mg/dl. One hour later, he went to the doctor's office for a lab test and his result was 105 mg/dl. There were no symptoms. A control solution test was within range (numbers not available). On follow-up the reporter stated that he takes medication twice a day and does not adjust it according to his meter readings. The reporter and lifescan rep reviewed coding, meter/lab comparisons, sample application and use of control solution.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8